Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:investigation revealed that the display screen was dim and discolored pink. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, evaluation revealed that the display screen lens was scratched, obstructing readability of the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The issue began 3 months prior to the complaint and has been occurring gradually over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.